Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event logs were received but do not have entries from (B)(4) 2012.

Event description:
Customer reported an under infusion of pitocin. The customer stated "1203 IV pitocin ordered after placenta delivery. IV pumps set to ordered rate and rn pushed start. At 1235, pump alarmed occlusion and rn then discovered roller clamp was closed. Rn then opened roller clamp and started infusion of 1000ml. At 1245, pump alarmed that bag of pitocin had finished infusion but rn found that 500ml was still present in the 1000ml bag. It was discovered that pump was malfunctioning and tubing assessed and pump restarted so that full dose of medication was given to the patient. No adverse effects to patient." No patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.